Manufacturer narrative:
Review of programming history.

Event description:
Clinic notes dated (B)(6) 2013 indicating that this patient¿s vns device was malfunctioning. It was noted that the desired output current was 3.50 ma but the received output current was 2.0 ma. A second page of clinic notes from the same date indicated that all parameters during system diagnostics were within normal limits. The diagnostics showed that the device was functioning normally. The patient is implanted with a model 102 generator. This device would not display the parameters that the physician used to determine that the device was malfunctioning. Attempts to clarify why the device was said to be malfunctioning have been unsuccessful. The patient was referred for revision. The patient¿s last seizure was noted to be on (B)(6) 2013. The patient was previously seen on (B)(6) 20123 at which time the last seizure was noted to be on (B)(6) 2013. At one point, the patient was seizure free but relapsed. A system diagnostic on (B)(6) 2013 was within normal limits, and settings were adjusted on this date. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent revision surgery. The device is not expected for return as it was discarded. Review of additional programming history showed diagnostic history within normal limits indicating that the device was performing normally.